Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks. Upon interrogation, the implantable cardioverter-defibrillator was found in backup mode after the patient received radiation treatment. The device was successfully restored and reprogrammed. The patient appeared to have atrial tachycardia (at) or atrial fibrillation (af) and was stable.